Event description:
It was reported that the user¿s ilet system stopped receiving glucose readings from a paired freestyle libre 3 plus sensor and displayed a sensor unavailable alert. After guidance to re-scan the sensor in the ilet mobile app, the pump resumed displaying glucose readings, indicating a temporary loss of data transmission between the glucose sensor and the ilet. No reported symptoms or adverse clinical effects. Outcomes included no impact beyond transient interruption of glucose data. Investigation included a review of user troubleshooting and device interaction. Investigation of this case revealed that re-establishing the sensor connection by re-scanning restored function without further intervention. It was concluded that the event was consistent with a temporary communication or pairing disruption that resolved with re-scan.